Event description:
This pt received a modular femoral stem and metal femoral head component, as a revision of a previous hip replacement surgery. The revision surgery took place in 2003. The femoral stem has since subsided (dropped down in femur) and will require revision, per report from physician received (4/2004).